Event description:
It was reported that during the implant procedure, the helix on the lead did not work exactly right as the physician observed a jumping helix during rotation. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, and the lead appeared to have been damaged at implant. Visual comments noted that they cleaned blood and tissue from helix and the helix works within specifications.